Event description:
Customer reported a motor error while priming the insulin pump. The blood glucose reading was 283 mg/dl. He stated that the insulin pump may have been exposed to fluid. He stated that he was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.